Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced u4 on display pcb for segment dim. Replaced crack rear case. Replaced broken front case. Replaced contaminated left iui and corroded right iui. A review of the device history record showed the device had a manufacture date of 11/28/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the led dsply grn 7seg 7.6mm dip10. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 11/28/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.